Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings: a review of the pump¿s black box history showed that no activity outside of normal use was recorded. The returned battery and cartridge caps were used to complete the investigation. During testing, the pump¿s electrical current draws were found to be within the required specifications. No overheating, errors, alarms, or warnings occurred during testing. The pump case was removed and no intermittent condition was found to the power circuit. The temperature issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.